Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the dealer feedback stated: during surgery, the liner can't be inserted into. After exchanging the same type, the liner could be inserted at once. Surgery time extended 40 minutes.